Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was unable to recover and required maintenance. A field service engineer (fse) reported that the main half height drawer 4 had not been detected on the bus. The error for drawer 4.1 was cleared by reseating the row board connections. The row board cable and drawer controller for drawer 4.2 were replaced. Row c was also not detected on the bus, so the tray was replaced. All components were then tested using the hardware application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 4.1 and 4.2 failed to recover, which located on icu2. The customer attempted to recover and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients, since the user was unable to get medications from the drawers. There were no adverse events or injuries reported based on this event.